Manufacturer narrative:
There was no report of patient injury. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The device is planned to be returned to livanova (B)(4) for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the lpm display on the centrifugal pump system with tubing clamp stopped working prior to starting cardio pulmonary bypass. The user reported that the revolutions were correctly displayed. The flow probe was changed out but the issue persisted. The whole system was swapped out with a loaner to start the case. There was no report of patient injury.

Manufacturer narrative:
The defective device was returned to livanova (B)(4) for further investigation. During the investigation the reported failure could be reproduced. As root cause a defective flow board could be identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.